Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission indicated one instance of far field p-wave oversensing from non-sustained right ventricular oversensing seen on the electrogram. The patient is asymptomatic. A programming change was recommended. No further information is available.